Event description:
PICC line inserted then ordered to be removed the following day. Catheter became adhered, snapped while neonatologist was attending, and the two (2) pieces of catheters were successfully removed by a surgeon.